Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error during displacement test due to motor with a high current draw. The pump was received with traces of moisture on motor assembly. Moisture damage was found on mother board. The pump was unable to verify excessive no delivery alarm due to alarm. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call indicating a motor error on the insulin pump. The customer's blood glucose was unknown. The customer stated that when he tried to prime the tubing, the plunger in the pump stops and stated no delivery. The customer stated that he tried about 5 sets and 5 reservoirs, and the issue continues. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.